Event description:
The initial reporter stated that the pump would not deliver. They stated that the pump did not alarm but also reported that it alarmed error code 63. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and that no patient was involved. [Complaint (B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not deliver. They stated that the pump did not alarm but also reported that it alarmed error code 63. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and that no patient was involved. (B)(4).